Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a maryland bipolar forceps was sent to the surgical center in the hands of the surgical center nurse. The maryland bipolar forceps were functioning and moving normally, without effort or collision. When using them, the surgeon noticed that they were no longer closing. It was noted that the cable was broken. The instrument had 4 more life. The procedure was completed with no reported injury.